Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/21/2017 with the following findings: during investigation, the display was dim and discolored. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on 8/21/2017.